Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin pump error alarm. Customer's blood glucose level was 208 mg/dl. Customer reported that they did not clear the alarm. Customer reported that the insulin pump screen did not turn off. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 40 alarm noted in the device history and critical pump error alarm during testing due to software error.